Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip was placed on the mitral valve. The clip was closed completely and was deployed, reducing the mr to trace. After clip deployment, it was noted that the clip had opened slightly. Both leaflets were still within the clip, but a small jet was noted out of the center of the clip. No treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.